Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case and battery drawer are broken. Lower case is broken and contaminated. Battery release, battery flex, and atrial output connector are contaminated. Side bail covers, side bails, and battery drawer o-ring are missing. Battery contacts are compressed and keyboard is scratched.

Event description:
It was reported the device was not capturing or sensing correctly. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.